Manufacturer narrative:
Additional data: b.3, b.5, b.6, b.7, g.1.

Event description:
Additionally, healthcare professional reported that the event is only related to the ¿intravascular injection of filler¿. Event is not related to botox®. It has been clarified that the symptoms appeared immediately after the injection. Symptoms are being solved.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 2 ml of juvéderm® volift¿ with lidocaine in lips and concomitant botox® injection. Patient complains of severe pain and change of color in right malar region, lips and ¿nasal wing¿ [as reported]. The following day, after the suspect of vascular injury, injector applied hyaluronidase (1200u), and prescribed aas, clexane, sildenafil and cipro. 2 days later, patient contacted another physician requesting care and 1200u of hyaluronidase was provided. Patient was revaluated 2 days later, with improvement of edema, but still presenting ¿crusts¿ [as reported] and ¿suffering areas¿ [as reported] in upper lip, lateral nose and angular region.